Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by report of "pain in left side and below right chest". The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported however it was reported that the patient had "catheter removal". No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.